Manufacturer narrative:
The location of the burn indicates that the consumer was most likely laying on the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There are also warnings and instructions that a person with insensitive skin should not use this product, and consumer admits to having ms. This incident is the direct result of the consumer's misuse/abuse of the product and failure to heed the warnings and instructions provided with the product. See scanned page.

Event description:
Attorney claims his client sustained a burn to her hip while using a heating pad. Allegedly, it did not automatically shut off. His client was unaware that she was getting burned because she suffers from multiple sclerosis.